Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed. The up/down keypad buttons responded intermittently to user inputs during testing, the ok/contrast keypad buttons required excessive force to activate during testing. It was observed that the ok/contrast key contacts were inverted, the up/down key contacts became inverted when pressed and did not always spring back and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up/down/ok keypad buttons are reportedly not responding when pressed. The pt stated that the buttons stick causing cursor to scroll. In addition, the pt reported that the buttons do not click and spring back. The pt denied any damage to the keypad. There was no adverse event associated with this complaint.